Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was placed and during dialysis treatment on the same day, blood leak and cracks were found in the clear silicone extension tube near the red luer adapter. The catheter was not repaired. There was no luer adapter issue. There was no cleaning agent used on the device, tego was not utilized and the insertion site was treated with iodophor disinfection prior to product placement. There was nothing unusual observed on the device prior to use, flushing was done with normal result, no other products were utilized with the device, no excessive force was used on the device, and the clamps were not moved to a new location. To resolve the issue, the catheter was replaced on the same day. After the resolution was done, the treatment was continued and completed. There was about 3ml of blood loss. Blood transfusion was not required. There were no patient symptoms or complications associated with the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the luer adapter was found to be cracked, leaking, or broken as a result of a manufacturing issue. It was reported that there was a leak or hole on the extension tube at or near the luer adapter. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.